Event description:
During an atypical flutter procedure, there was a communication issue with the amplifier resulting in cancellation of the procedure. The surface link was exchanged but the issue did not resolve. The coronary sinus catheter was able to be visualized, but not the advisor hd grid catheter or the non-abbott mapping catheter. Changing the port the advisor hd grid catheter was connected to did not resolve the issue. Some ports would show only some electrodes, other ports would show no electrodes, and voxels were unable to be collected. A replacement amplifier and a field test were requested to test current amplifier. The case was abandoned as neither mapping catheter showed up properly to map the atypical flutter.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.